Event description:
It was reported that patient does not have sufficient subcutaneous tissue where set is inserted, high Blood glucose and insulin pump is used for treatment on (b)(6) 2026.

Manufacturer narrative:
Name: (b)(6) Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.